Event description:
A caller reported a malfunction on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support agreed to send a replacement pump with updated software, provided instructions for using the new pump, and confirmed the shipping details. The caller was also instructed to return the malfunctioning pump to tandem using a provided return box and pre-paid label within 10 days.